Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # z70516. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er320 device found a clip in the jaws but no visible damage. The clip was removed and the jaws were examined, no damage was observed. The opened packaging was returned with the instrument. To replicate the reported incident, the device was functionally evaluated: it was cycled and successfully fed, retained, and formed the remaining ten (10) clips as intended. No functional anomalies were observed during testing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch z70516 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic kidney donor procedure, they fired the clips three times and it seems likes they were malformed clips that came out of the clip applier. No patient consequences.